Event description:
It was reported that the device and guidewire became stuck. A ranger 6.0mm x 150mm, 150cm was selected for use in this atherectomy procedure in the right superficial femoral artery (sfa). A cordes wire was placed across the lesion and the ranger balloon was advanced. The balloon was inflated to 6 atm for 3 minutes; however, while removing the balloon got stuck into the wire. The balloon and the wire were removed together, and another balloon the same size was used to finish the procedure. No patient complications.